Event description:
Additional information was received indicating this lead was explanted and was returned from another manufacturer. No adverse patient effects were reported.

Event description:
Additional information was received indicating a high out of range shock impedance measurement was again observed. The local area sales representative reported the patient will continue to be followed via routine follow-up appointments. No adverse patient effects were reported.

Event description:
Additional information was received indicating the pocket was reopened and the connection was assessed. No anomalies were noted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this report will be updated.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
The three terminal connectors were returned, severed 5 centimeters (cm) from the terminal pin. Visual inspection of the terminal pins indicated the df-1 proximal and distal pins were fully inserted in the device header. Inspection of the is-1 pin indicated partial insertion in the device header. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported high shock impedance measurements.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a high shock impedance greater than 125 ohms. The physician is planning to schedule a revision procedure for a future date. No adverse patient effects were reported.

Manufacturer narrative:
Our records currently indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) continue to exhibit a high shock impedance greater than 125 ohms. The local area field representative reported the patient has not yet been scheduled for a revision procedure. No adverse patient effects were reported.